Event description:
As reported, the 3mm 10cm saber percutaneous transluminal angioplasty (pta) balloon body was cracked. The crack was noticed when inflating the balloon inside the patient. The balloon was removed intact from the patient. The unit was removed as a whole from the vessel. There was no reported injury to the patient. The procedure was completed by changing to another brand of balloon. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prep maintained negative pressure. The intended procedure was the atherosclerotic occlusive dilatation of the lower limbs, with the lesion being severely calcified, and having a 75% stenosis. The device was being used to treat a chronic total occlusion (cto). The contrast medium was not diluted. There was no resistance when attaching the indeflator to the balloon catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter did experience an acute bend, and the balloon catheter kinked during use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 3mm 10cm saber percutaneous transluminal angioplasty (pta) balloon body was cracked/torn. The crack/torn condition was noticed when inflating the balloon inside the patient. The balloon was removed intact from the patient. The unit was removed as a whole from the vessel. There was no reported injury to the patient. The procedure was completed by changing to another brand of balloon. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prep maintained negative pressure. The intended procedure was the atherosclerotic occlusive dilatation of the lower limbs, with the lesion being severely calcified, and having a 75% stenosis. The device was being used to treat a chronic total occlusion (cto). The contrast medium was not diluted. There was no resistance when attaching the indeflator to the balloon catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter did experience an acute bend, and the balloon catheter kinked during use. The device was returned for analysis. A non-sterile ¿saber 3mm10cm 150¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for product evaluation. During a thorough inspection, areas with a frayed condition were observed on the shaft, located approximately 70 cm and 112 cm from the distal tip. The balloon arrived deflated, with no other notable details observed. A functional test was performed by attaching an inflator/deflator device to the inflation port. The balloon inflation test was conducted by applying positive pressure using the inflator/deflator device to reach the rated burst pressure. However, the inflation pressure could not be maintained due to a leak in the shaft at one of the frayed areas, approximately 70 cm from the distal tip. The frayed area of the shaft was inspected with a vision system, revealing a rupture where water was leaking. The shaft showed a torn and frayed condition, with secondary scratch marks near the damaged border area. This type of damage is commonly caused by interaction with a sharp object or mechanical damage. It is very likely that the same factors causing the observed frayed marks on the surface also led to the damaged condition found on the received device. It appears that the material near the damaged area was affected by a sharp object from outside the device. The sem analysis showed evidence of scratches near the punctured plastic on the shaft. These scratches are commonly associated with interaction with sharp objects or mechanical damage. Therefore, it is assumed that the plastic material was punctured by the same factor that caused the mechanical damage or scratches observed. No other anomalies were observed during the sem analysis. The reported ¿body/shaft-frayed/split/torn¿ was confirmed due to the torn condition observed on the unit during analysis. However, the exact cause of the damage could not be confirmed. Device analysis indicated that the body/shaft was torn, resulting in leakage from the damaged area during functional testing. The outer surface of the shaft exhibited scratch marks near the torn area. Based on the provided information, it appears that the damage was caused by the interaction of the shaft material with a sharp object. Additionally, vessel characteristics such as severe calcification, 75% stenosis and a chronic total occlusion likely contributed to the reported event. Damages to the shaft material may have occurred during the attempt to cross the lesion. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 3mm 10cm saber percutaneous transluminal angioplasty (pta) balloon body was cracked/torn. The crack/torn condition was noticed when inflating the balloon inside the patient. The balloon was removed intact from the patient. The unit was removed as a whole from the vessel. There was no reported injury to the patient. The procedure was completed by changing to another brand of balloon. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prep maintained negative pressure. The intended procedure was the atherosclerotic occlusive dilatation of the lower limbs, with the lesion being severely calcified, and having a 75% stenosis. The device was being used to treat a chronic total occlusion (cto). The contrast medium was not diluted. There was no resistance when attaching the indeflator to the balloon catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter did experience an acute bend, and the balloon catheter kinked during use. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 3mm 10cm saber percutaneous transluminal angioplasty (pta) balloon body was cracked. The crack was noticed when inflating the balloon inside the patient. The balloon was not removed intact from the patient, as it was cracked. There was no reported injury to the patient. The procedure was completed by changing to another brand of balloon. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prep maintained negative pressure. The intended procedure was the atherosclerotic occlusive dilatation of the lower limbs, with the lesion being severely calcified, and having a 75% stenosis. The device was being used to treat a chronic total occlusion (cto). The contrast medium was not diluted. There was no resistance when attaching the indeflator to the balloon catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter did experience an acute bend, and the balloon catheter kinked during use. The device will be returned for evaluation.